Manufacturer narrative:
The customer returned the suspect strips and the coaguchek xs meter (serial number (B)(4)). The test strips, vial and stopper showed no noticeable defects. The meter showed no noticeable defects. The returned test strips were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned material met specifications. No product problem was found.

Event description:
The reporter stated that results of 3.9 inr and 2.1 inr were obtained while using the coaguchek xs (serial number (B)(4)). The samples came from different fingers and were done one right after the other one. The patient was then sent to the laboratory for a blood draw and the result of that draw was 2.1 inr within 45 minutes of the fingersticks. It is not known what reagent the laboratory was using. It was reported that the patient's warfarin dose was adjusted, the details of the adjustment were not provided. It was reported that the patient's therapeutic range is 2-3 inr. There was no adverse event. The return of the suspect product was requested and the replacement product was sent. The relevant retention test strips (lot 205403) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The retention material performed as specified.